Event description:
It was reported that the signal is lost because the catheter is too thin and too soft and it collapses, resulting in insertion site change to femoral. The catheter becomes non-functional very quickly post-operative because the signal is lost and the collections are possible.

Manufacturer narrative:
(B)(4). The device will not be returned.